Manufacturer narrative:
This issue was initially reported when a customer in (B)(6) informed biomérieux of a false positive vidas® hs (high-sensitivity) troponin I result. The customer found a non-repeatable, discrepant result on a (B)(6) man's serum for vidas® hs troponin I, lot 1005615390 / 180613-0 as follows: sample 1 result: 86.8 ng/l (serum). Retest result: < 1.5ng/l (serum). Sample 2 collected 3 hours after sample 1. Result: <1.5ng/l (serum). Investigational testing was performed. The patient sample was not submitted for investigation. The product quality laboratory tested sera 10 times with vidas® hs troponin I, lot 1005615390 / 180613-0. The results were repeatable (results are between 2.2 ng/l and 5.1 ng/l for a target at 4.40 ng/l). No anomaly was found on the repeatability on the vidas® hs troponin I, lot 1005615390 / 180613-0. The product quality laboratory did not reproduce the customer's anomaly. An internal investigation has confirmed the product performed within specification.

Event description:
A customer in (B)(6) notified biomérieux of falsely elevated high sensitivity troponin I result in association with vidas® hs troponin I, lot 1005615390. Though the vidas® high sensitive troponin I assay (ref. 415386) is not registered in the united states, a similar product (vidas® troponin I ultra assay, ref. 30448) is registered. Samples were collected on a (B)(6) male and tested as follows: -sample 1 collected at 1250. Result: 86,8 ng/l (serum), -sample 2 collected at 1710. Result: <1,5ng/l (serum), -after sample 2 result obtained, customer retested sample 1. Result: < 1,5ng/l (serum). Customer stated that patient results were affected and wrong results were reported to a physician. Customer states there was no known harm to the patient or incorrect treatment provided, but the patient was admitted to the emergency ward and did wait 3 hours for a second sample to be tested as previously described. There was no delay in reporting patient results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.